Event description:
Approx. A year ago, the stimulation started "working bad" on three of the four leads. The physician decided to change the lead. During surgery, the physician had a difficult time determining which extension was connected to which lead, so he decided to change all four leads and opened the implantable neurostimulator (ins) pockets to disconnect the extensions from there. During this, the physician found a fracture of the left ins extension connector and a "waterproofness loss (break in the protective outer layer)" on the right ins, so he decided to change the entire system. There was reported to be no pt injury. The pt was "fine" following the replacement surgery. See manufacturer's report number: 9614453-2009-03547.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.